Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer did not request service to be performed by ge healthcare. A third party service at the request of the customer investigated this issue at site. The fire was reported to have been caused by the power module. Although the exact cause of the fire is unknown, it is possible the fire was caused by a blown capacitor on the power control board. This could be caused by high voltage greater than rated being applied to the unit.

Event description:
Information received via (B)(6) aer database: during the preuse checkout the anesthesiologist reported the anesthesia unit's power source ignited and smoked. This incident did not occur during patient use and no injury was reported. The unit was immediately disconnected from the power source to stop the fire hazard.